Event description:
The following has been reported: "error number : ID 18 : presence of mains power supply error. Power board was replaced to new one. After repair device is [functional] and safe. Quality control performed according to manufacture instruction." Reporting due to the referenced issue; no patient harm was communicated. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed, and event is confirmed. Event 18 appears 4 times in the log file. The power board was sent back to our laboratory for analysis. Upon reception, the part was submitted to some tests in order to confirm the reported issue. The reported event was reproduced: error 18 triggered. Based on available information, the root cause of the reported issue is probably due to a poor dc output caused by a weakness in the u9 transformer component. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.